Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement. The patient alleged headaches,dizziness, lightheaded and machine device has had a strange odor sometimes. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.